Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was inserted, then a 27mm watchman flx pro closure device was deployed in the laa. During release examination, transesophageal echocardiogram (tee) imaging identified a string-like object around the device that was not attached to the closure device. Thrombus was initially suspected, and further tee evaluation of the left atrium demonstrated a string-like object extending into the left atrium from a previously ablated site at the fossa ovalis. Aspiration was attempted; however, no material was retrieved. The closure device was subsequently released and implanted, and the was was removed from the body. No thrombus was confirmed. Following was removal, the string-like object was no longer visualized on imaging. The patient regained consciousness without neurological symptoms and was placed under observation. No patient injury was reported.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was inserted, then a 27mm watchman flx pro closure device was deployed in the laa. During release examination, transesophageal echocardiogram (tee) imaging identified a string-like object around the device that was not attached to the closure device. Thrombus was initially suspected, and further tee evaluation of the left atrium demonstrated a string-like object extending into the left atrium from a previously ablated site at the fossa ovalis. Aspiration was attempted; however, no material was retrieved. The closure device was subsequently released and implanted, and the was removed from the body. No thrombus was confirmed. Following was removal, the string-like object was no longer visualized on imaging. The patient regained consciousness without neurological symptoms and was placed under observation. No patient injury was reported.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.